Manufacturer narrative:
It was reported that the anesthesia system was unable to ventilate the patient. The customer claimed that no air/o2 were delivered, and they connected the patient to a different anesthesia system. It's unknown whether the same breathing circuit was used with the system, but the biomedical engineer indicates that the other system had a new breathing circuit. The anesthesia system was tested by the biomedical engineer with new breathing circuit connected. Several successful system checkouts were performed, and the system was then returned for clinical use. The breathing circuit used was of other brand, not manufactured by our company. A complete set of device logs was received. Evaluation of the logs shows that prior to and after the event a successful system checkout was performed. The obtained trend log doesn't cover the event date. The logs show that about 45 minutes after start of treatment in automatic ventilation, alarms indicating an increased pressure were generated. A few minutes after the alarms the system was set to standby, and the treatment was ended. The technical log has no recordings during this date which indicate the absence of technical malfunctions in the system. Our conclusion is that there was no device malfunction at the time of the event.

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that while the anesthesia system was in use it was not possible to ventilate the patient. The patient was connected to a different anesthesia system. There was no patient harm. Manufacturer's reference #: (B)(4).